Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and no faults were found for recent dates. Alarms for those dates of the event were several- augmentation below limit set and one for no trigger. The fse ran the unit on a trainer and balloon for 5 minutes and found no issues. All functional tests passed. Customer stated that the unit is being removed from service. The customer declined service of the device for unrelated pm activities, and the device was retired from clinical use by the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a